Event description:
Healthcare professional reported "skin ulcer formation: grade: [ii]". This record is for an unknown side. Device status is unknown. Patient was prescribed antibiotic and ointment treatment.

Manufacturer narrative:
The event of "ulcer" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: ulcer.